Manufacturer narrative:
It was reported to abbott a patient noticed their ipg had migrated. The patient reported difficulty getting the charger connected to the ipg in this new position. Patient also reported pocket site pain and irritation and swelling at the site. The ipg was nearly 8 years. Infection was ruled out. Surgery took place where the ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced pain and swelling at ipg site due to the ipg migrating in the pocket. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.